Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the up button is unresponsive. Customer also stated that the insulin pump might be a little damp. Customer's current blood glucose reading is 200 mg/dl. No further information reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent button response due to corroded keypad traces. The device had minor scratched lcd window, cracked display window corner and cracked reservoir tube lip.